Manufacturer narrative:
(B)(4). Legal manufacturer: (B)(4). Patient identifier: no report of patient involvement. A ge healthcare service representative performed a check of the system and confirmed the reported issue. The enhanced sensor interface board was replaced to resolve the reported issue.

Event description:
The hospital reported that the flow sensor calibration was failing preventing mechanical ventilation. There was no report of patient involvement.